Manufacturer narrative:
This issue occurred on an unspecified date "within the last couple of weeks". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line cap of an amia automated pd set with cassette was loose and fell off. This was observed during set up for automated peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not rerturned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.